Manufacturer narrative:
Insulin pump had o missing segments, hazy screen, gray or black screen, dark screen or display anomaly noted. Insulin pump received with minor scratches on display window and cracked case at display window corners.

Event description:
It was reported that the customer had an issue with the insulin pump showing a hazy screen. Customer's blood glucose level was 195 mg/dl. Customer stated that the screen was gray and black with some spots being very dark. Customer was using an energizer aaa alkaline battery. Insulin pump was brand new and in a box. Insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.